Event description:
A nurse reported that during a vitrectomy procedure, the footswitch was acting like it was being depressed when it was not, it was changing the modes on the screen. The surgery was completed by manual manipulation of the touch screen. The customer ordered a new footswitch. There was no harm to the patient.

Manufacturer narrative:
The customer called the company representative to assist with troubleshooting. The customer requested a replacement footswitch. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The footswitch was manufactured on february 5, 2013. The associated system was manufactured on march 5, 2013. Based on qa assessment, the product and system met specifications at the time of release. A footswitch was received for evaluation. A visual assessment of the returned sample showed no obvious nonconformity. The footswitch was connected to a calibrated system. The sample was then tested. In addition, the footswitch was tested. The footswitch was found to meet specifications. The product was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).

Manufacturer narrative:
A sample has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).